Event description:
Bed alarm monitor did not signal. Resident exited the bed and fell. Multiple bruises and facial lacerations requring a transfer to hosp ER for an eval. Returned to facility. Resident needs assist with transfers and doesn't use call light.